Manufacturer narrative:
This event occurred in (B)(6). Abnormal sample aspiration and abnormal probe sucking errors were observed on the alarm trace data.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys troponin t hs (troponin t hs) on a cobas 6000 e 601 module. Patient ID (B)(6) initial result was 5.61 ng/l. The repeat result was 845.9 ng/l or 839.9 ng/l on (B)(6) 2019 patient ID (B)(6) initial result was 5.72 ng/l. The repeat result was 75.42 ng/l or 75.33 ng/l. It is not known which result was believed to be correct. It is unknown if any incorrect results were reported outside of the laboratory. The troponin t hs reagent lot number and expiration date were not provided.

Manufacturer narrative:
The customer provided discrepant results for an additional patient sample (ID (B)(6)) occurring on (B)(6) 2019: the initial result was 5.23 ng/l. The repeat result was 36.63 ng/l. It is not known which result was believed to be correct. It is unknown if an incorrect result was reported outside of the laboratory. The troponin t hs reagent lot number was 381539 with an expiration date of 31-may-2020. Calibration signals were lower than expected. Qc was acceptable. Abnormal sample aspiration and abnormal probe sucking errors were observed on the alarm trace data suggesting possible poor sample quality. The field service engineer (fse) checked the instrument and cleaned the probes. The fse also adjusted the sample arms and checked the liquid level detection functionality. The gear pump head was replaced and the pressure readjusted. Mechanism checks were ok. Qc was acceptable. The customer has had no further issues since the service visit. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.